Event description:
Toxic/ allergic type reaction. Inflammation of gums, stomach went into overdrove, exhaustion, night and day sweats, raspier voice. All symptoms increased over time. Abated after stop use. Finally discontinued use (B)(6) 2014 - health dramatically improved. Dentist was not informed of potential allergy from invisalign.